Event description:
Reporter indicated that vns pt was seen in hosp e.r. Due to headache and an itchy rash on both arms. The pt was reportedly given a shot of ativan. The pt believes that the combination of the vns therapy along with their psychiatric medications is causing pt toxic side effects. Changes were reportedly made to the pt's drug regimen during the time that pt experienced the headaches and rash.